Event description:
It was reported, that the device did not increase to the correct temperature. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
H4 - device mfg date; corrected. H3 and h6. Evaluation codes: updated. One device was received. Functional testing confirmed the complaint, the cause was the failure of heater number one and incorrect calibration. Heater one was replaced and calibrated. The device passed functional testing after repairs were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.